Event description:
Patient reported left side "ruptured breast implants" and "going into hospital [¿]to drain the fluids and treat possible infection." Later, physician reported " partially visualized bilateral breast implants with new large amount of encapsulated peri implant fluid" and "patient is very unwell with epigastric pain (not device related), inflammatory markers pending. Given the clinical picture the findings are thought to represent bilateral implant infection with early phlegmon, breast implant associated anaplastic large-cell lymphoma is in the differential however deemed less likely given the bilateral appearances" confirmed via CT scan. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and seroma-late.

Event description:
Device has been explanted.